Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. We were unable to perform the occlusion test and excessive no delivery test or test the low reservoir alarm and low suspend alarm due to prime anomaly. The insulin pump had a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by customer's mother that the customer has been experiencing high blood glucose. The customer's blood glucose was 15.7mmol/l. The customer also experienced ketones, due to sensor alarms. The pump passed the high pressure test.